Event description:
Clinic notes were received in regards to the patient's referral for vns replacement. The physician noted he believed the device depleted more quickly than expected and he believed there was a device malfunction. The in-house programming history database was reviewed. No anomalies were noted. The exact date the patient was programmed on is unknown; however, it is known the patient was programmed on prior to (B)(6) 2015 based on the logged autostimulations. Diagnostic tests were only run on one date, but the tests confirmed the vns was working as intended at that time. The longevity tablet for a m105 generator within the physician's manual were reviewed. With m105 parameters set to 1ma/30hz/500usec and a duty cycle of 10%, the generator should last approximately 10 years from beginning of life to ifi = yes (intensified follow-up indicator). However, it should be noted this table does not take into consideration any magnet swipes, or the autostimulations which are available with the m106 device. The device history record for the patient's m106 generator was reviewed and it was found the device passed all testing prior to distribution. No known surgical interventions have occurred to date.

Event description:
The patient later underwent vns generator replacement due to battery depletion. It was noted the generator was discarded after surgery and would not be returned to the manufacturer for analysis. The programming history database was reviewed again once new information was received. The database now contained information through (B)(6) 2017. No anomalies were noted and system diagnostics were within normal limits. It was noted that the ifi = yes (intensified follow-up indicator) was observed in (B)(6) 2017. System diagnostics were all within normal limits, indicating the device was working as intended.

Event description:
The information available within the programming history database was decoded and reviewed. It was identified the device had reached a voltage of 2.659v which is consistent with the ifi = yes (intensified follow-up indicator) condition. At the same time, the percent battery consumed showed only 49.224% had been depleted indicating the voltage had depleted more quickly than expected. The lead impedance was within normal limits throughout the available date.